Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a thoracic catheter. Per whitney tolburt rn of risk management, reported a patient had three thoracic catheters inserted on (B)(6) 2010 during a surgical procedure. On (B)(6) 2010, the last of the three catheters were removed, during the removal of this catheter a piece of the tube broke off and remained in the patient. The patient underwent surgery to remove the broken piece. The patient has been discharged from the hospital.

Manufacturer narrative:
(B)(4). An investigation is underway. Upon completion, the results will be forwarded.